Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2023 when preparing to indwell the needle for the patient, unpacking found foreign matter on the needle.